Event description:
(B)(4). After having my last child me and my doctor went over preventive birth controls so I didn't have to worry about having another child, it was best for me do to having lupus. I choose the essure because I didn't have to have surgery to have them placed into my tubes, my doctor put 2 in at my office visit, not long after the coils were placed in I started having severe cramping really bad pain during and after intercourse. I had many tests to see if the coils were working and if they were closing off, as I continued to have so much pain and discomfort my doctor had to set me up for surgery to see why I was in so much pain? After waking from surgery I became aware that one of the coils had went all the way thru my tube and had planted onto my uterus, where it had to be cut out. And my doctor had to then place a ring around my tube. I continue to have so much pain and am not being able to have intercourse without being in horrible pain. Another major problem since the essure was placed into my tubes, I've been suffering from bad migraines about 3 to 4 times a week. I have not been the same since I had the essure was placed in.